Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a power outage, the refrigerator was out of range and locked up and can't be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a power outage, the refrigerator was out of range and locked up and can't be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was reported as failed, and the customer mentioned a recent power outage. A field service engineer (fse) checked the wall plug using a digital multimeter, which showed 121v. Then connected the power cable to a different red wall outlet and rebooted both the pyxis station and fridge. The refrigerator resumed normal operation, and the customer verified its functionality using the pyxis application. The system functioned as intended after the field service engineer repaired the device.